Event description:
Information received by medtronic indicated that there was cracked at the back of insulin pump. Customer reported the insulin pump was not bumped or dropped and there was no damage to insulin pump¿s retainer ring. Customer reported that the infusion set and reservoir did not show any signs of damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. S/w version unknown. Retainer = black. Case type = ngp. Customer returned pump for alleged cosmetic damage located at the back of the pump found on (B)(6) 2022. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test due to critical pump error (open book image) alarm. Successfully utilized crest and thump to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 53 critical handling alarms 09/11/2022 17:29:00:000. Pump error 53 alarm due to [hardware error (line number 1468 file number 26). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Force sensor zero offset within specification (23.4mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and end cap address label(faded). Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarm due to hardware error. Cosmetic damage confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.